Event description:
On 8/18/2023, it was reported by a sales representative via sems that an ar-3200-0021 ccu had an issue. Multiple camera heads were getting hot during the case. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. This was troubleshot and resolved by technical support by suggesting checking the light settings and brightness and checking the light guide for potentially damaged fibers visually in the cable.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 (device not returned) the most likely cause for the reported event is incorrect light settings.